Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00926 captures the first device. It was reported to boston scientific corporation that two percuflex locking loop devices were implanted, one on each kidney, on (B)(6) 2015. According to the complainant, during the scheduled removal of the catheters on (B)(6) 2015, the physician noticed that there was a vertical split/tear in both of the catheters. The damage was close to the fascia or the skin, outside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the removal procedure was reported to be fine.